Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: not applicable, lens remains implanted. Section e1 - telephone number: +(B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) implantation, the patient was severely hyperopic and complained about not seeing clearly at a distance of 2 meters. However, the distance vision was good. Account indicated that the surgery was normal. For the patient's left eye (os) the uncorrected visual acuity was 1.02 sphere +0.75 cylinder -0.50 axis 22 and the corrected visual acuity was 1.1. The patient's binocular acuity without correction is 1.08 and binocular visual acuity with correction is 1.18. The post-operative check up was performed on january 26, 2024. Through follow-up, we learned that there were no injury reported and no further intervention was necessary. The patient complains of blurred vision, stating that the faces are not recognizable. This is especially bad indoors. Therefore, this is a debilitating condition and the patient is unhappy. No further information was provided. Note: a separate report will be submitted for the patient's right eye.